Event description:
Discordant pt results for the advia centaur troponin, ckmb and hcg assays were reported to the physician. The samples were repeated and corrected reports were issued. The discordant troponin and ck-mb results led to the following pt intervention for one pt: two medications were given (beta blocker and an ace inhibitor) along with an elongated hosp stay (1 day). There was no report of adverse health consequences due to the discordant results.

Event description:
Discordant pt results for the advia centaur troponin, ckmb and hcg assays were reported to the physician. The samples were repeated and corrected reports were issued. The discordant troponin and ck-mb results led to the following pt intervention for one pt: two medications were given (beta blocker and an ace inhibitor) along with an elongated hosp stay (1 day). There was no report of adverse health consequences due to the discordant results.

Event description:
Discordant pt results for the advia centaur troponin, ckmb and hcg assays were reported to the physician. The samples were repeated and corrected reports were issued. The discordant troponin and ck-mb results led to the following pt intervention for one pt: two medications were given (beta blocker and an ace inhibitor) along with an elongated hosp stay (1 day). There was no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant results was due to a mechanical issue where the sample rack movement was restricted thus causing the samples to be mismatched with the rack position. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant results was due to a mechanical issue where the sample rack movement was restricted thus causing the samples to be mismatched with the rack position. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant results was due to a mechanical issue where the sample rack movement was restricted thus causing the samples to be mismatched with the rack position. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.